Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide after an unspecified procedure. Reportedly, the device did not capture the tissue. Manual arterial compression was used achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received for evaluation. The device was fully deployed and was returned without its plunger/needles assembly, anterior and posterior cuffs, link, complete suture and posterior needle tip. The lack of components limited the scope of the investigation. Blow through marks were present on the posterior foot indicating proper posterior cuff ejection from the posterior foot. There was no detected foot damage to indicate a possible needle strike or cuff miss. The reported device did not capture tissue could not be confirmed. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.